Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient was not given treatment while at the hospital and was discharged the same day, 01/16/2020.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s cgm value was below 4.4 mmol/l at 12:25 am. Insulin was administered and at 7:00 am, the patient experienced a seizure and hypoglycemia. An ambulance was called; the patient¿s cgm value was 4.1 mmol/l. By the time the ambulance arrived, the cgm value was 11.0 mmol/l; however, the patient¿s bg per the paramedics and mother was between 3.3 ¿ 5.1 mmol/l. The patient was transported and admitted to the hospital. It is unknown if the patient received any medical treatment by the paramedics or at the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.